Event description:
An initiation of a routine hemodialysis treatment the patient's venous needle infiltrated. The treatment was discontinued and the blood was not rinsed back. Patient experienced an estimated blood loss of 141cc. Follow-up hb on (B)(6) 2012 was 9.9; previous hb was 10.6. IV iron 300mg x 3 doses was ordered due to low iron stores. No other medical intervention was reported.

Manufacturer narrative:
The blood loss event is attributed to the operator not performing a rinse back due to venous needle infiltration. There is no evidence of a device malfunction. Nxstage medical considers this report closed. No additional information will be provided.